Manufacturer narrative:
On 07/05/2018, the mentor failure analysis lab received the device for evaluation. On 07/05/2018, mentor received additional information about the event. The patient¿s explanted devices were replaced with mentor memorygel breast implant 350cc gel breast prostheses. On 07/20/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White and black material was observed within the device. White material was observed on the shell surface. The product evaluation (pe) team discovered a rent at the vulcanization dot. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white and black material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. Patient noted that her right implant had deflated after she woke up. Deflation was confirmed during a doctor¿s visit. As a result, the patient underwent explantation on (B)(6) 2018.